Manufacturer narrative:
Correction to system type.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. During the onsite inspection, the medtronic representative reported that two of the mvs fuses needed to be replaced. The fuses were replaced and discarded onsite. A successful system checkout was performed which verified that the issue had been resolved.

Event description:
A site representative reported that the line power led on the mobile view station (mvs) was not lit and the mvs would attempt to power on and then shut off after a few seconds. No patient was present during the time of the reported incident.